Event description:
The intrathecal drug delivery pump was removed prophylactically and returned to the manufacturer to avoid in-vivo battery depletion. The catheter was also removed due to a break/tear/hole. No patient symptoms were reported. The drug used in the pump was lioresal 2000 mcg/ml at a dose 689.7 mcg/day. The catheter was not returned. A new pump and catheter were implanted.

Manufacturer narrative:
Pump only returned for analysis which was not complete on the date of this report. A follow up report will be submitted when device analysis is complete. Results used for catheter.